Manufacturer narrative:
On 06-nov-2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and instructed the customer to make a z adjustment on the incubaor postions down 10 steps. The customer will run and see if error corrected. Upon fse follow-up call the customer reported all issues resolved. The ala-900 is functioning as intended with all errors cleared. No further action required by fse. The most probable cause of the reported event was due to adjustment needed to the z incubator position. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported error 2161 c cup transfer not released with the aia-900 analyzer. The customer is unable to run lh 11 and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lh 11 and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.